Event description:
Reporter indicated that patient was experiencing pain when moving their left arm and that treating neurologist believed that there may have been some kind of traction injury to the brachial plexus or radial nerve during vns implant surgery. The patient was subsequently holding their wrist in a flexed position at the elbow along with a wrist drop. The patient reported pain and swelling in their left hand after vns implant surgery with a marked inability to use their left upper extremity for transferring in and out of a wheelchair. X-rays reviewed by orthopedic surgeon showed some osteoporosis with normal bony alignment and no fractures. Orthopedic surgeon indicated that upon evaluation, the patient had radial nerve palsy with possible brachial nerve injury affecting their ability to extend the wrist and fingers. Orthopedic surgeon recommended neurological evaluation and physical therapy to stretch the wrist and hand and occupational therapy to work on range of motion with appropriate splints for the radial nerve palsy. Treating neurologist indicated that an emg of the patient's left upper extremity was limited due to a fair amount of spasticity in their upper extremities bilaterally, but that there was no clear evidence that the patient has radial nerve palsy. Neurologist has ordered blood tests and a bone scan since the patient is still experiencing pain.